Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/24/2024 it was reported by an arthrex subsidiary employee via e-mail that an ar-2372blo knotless ac tightrope® open repair implants pec button at the tip of the clavicle was detached from the inserter when it penetrated the clavicle. This occurred during a procedure where the implant was inserted from the supraclavicular to the coracoid process. The pec button at the tip of the clavicle was detached from the inserter when it penetrated the clavicle. The button was removed, and a new ar-2372blo knotless ac tightrope® open repair implant was used to complete the case.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-2372blo batch, 15163443, was received for investigation. Functional testing, which involved attaching the returned button at the tip of the inserter, revealed no issues. No damage or problems were found on the thread of the inserter or button. However, it was observed that the sutures were broken, and the suture system was damaged. The visual evaluation found no damaged to the threads of the pec repair button. The sutures were broken and frayed. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.